Manufacturer narrative:
Although the phaco handpiece involved in the reported event has not been returned for evaluation, a system check of the stellaris system in use during the procedure was conducted at the user facility. The system met all functional specifications with no problems found. Additional information has been requested.

Event description:
During a phaco surgery the patient sustained a corneal burn which required suturing. The handpiece did not get warm at any point during the surgery.

Manufacturer narrative:
Upon visually inspecting the stellaris handpiece the nose cone and transducer horn were found to be dented. The handpiece was functional tested using a stellaris system for a full 6 minutes at 100% power while using irrigation and aspiration. The handpiece tuned, primed and had good ultrasound function. The handpiece was assessed every thirty seconds for heat. After three and a half minutes the handpiece began be noticeably warmer but not hot. The handpiece never heated up beyond slightly warm throughout the entire test. The investigation is complete.

Manufacturer narrative:
Additional information received from the surgeon states that the patient had four single sutures and one cross over suture. This was not enough to seal the wound and the patient was transferred to a hospital. Unsure of the treatment at the hospital however the outcome was satisfactory. Product has been requested for evaluation however it has not yet been received. The device history records were reviewed and no exceptions were found.

Manufacturer narrative:
The device history records were reviewed and no exceptions were found.